Event description:
The customer reported that erroneously high vitamin b12 results were generated from an access 2 immunoassay system for two patients. This is report one of two and represents the erroneously elevated initial vitamin b12 results generated on the access 2 immunoassay system for one patient on (B)(6) 2011. Upon multiple repeat on the same instrument, vitamin b12 results recovered within and above the normal reference range. Ultimately a lower vitamin b12 result, within the normal reference range, was generated that was regarded as valid and reported out of the laboratory. No erroneous vitamin b12 results were reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Instrument vitamin b12 quality control results were performing within customer established ranges during the timeframe of the event. An instrument system check and calibration assessment performed prior to the event passed instrument established specifications. The sample was centrifuged prior to testing. There were no visual irregularities noted with the sample. The sample was poured off into an insert cup prior to testing. No patient specific information was provided by the customer.

Manufacturer narrative:
Service was not dispatched for this event. A definitive root cause for this event has not been determined to date. Mdrs associated with this event: 2122870-2011-02654, 2122870-2011-02655.